Event description:
An initial event notification was received by united therapeutics drug safety on 12-may-2026 from cvs specialty pharmacy. And forwarded to millyard advanced medical products, llc on 13-may-2026. The patient reported that they received multiple alarms while using remunity pumps, serial numbers (B)(6) that would also wake them up during the night. The alarms had been occuring on one system for 4 months and had recently started with the second system. The patient reported that they could temporarily resolve the alarms with troubleshooting but they would ultimately recur and result in intermittent interuptions in therapy. The patient further stated that it had become "hard to breathe" since these interruptions had started. A replacement system was issued to the patient by the specialty pharmacy.

Manufacturer narrative:
Efforts to obtain additional information from cvs specialty pharmacy were unsuccessful. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.